Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. Six days after the onset of event, the patient was discharged from the hospital. The patient was treated with fortum injection (dose, route and frequency was not reported) for peritonitis. At the time of this report, it was reported that the fluid was clear and the patient has recovered from the event and was doing well. Action taken with pd therapy was not reported. No additional information was available.